Manufacturer narrative:
Internal complaint reference case-(B)(4).

Event description:
It was reported that, during an arthroscopic procedure, as the novostitch was used in a tight space, and there was trouble deploying and pulling the device out. Surgery was completed with a change in surgical technique instead. There was a surgical delay of less than 30 minutes. A small metallic piece was extruded with help of mechanical resection.

Manufacturer narrative:
Internal complaint reference (B)(4). H11 h6: annex a and f codes updated.

Manufacturer narrative:
H10: h3, h6: the reported device was received for evaluation. There was a relationship found between the device and the reported event. A complaint history review found similar reported events. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. Based on the limited information provided, the definitive clinical root cause of the reported adverse event could not be determined. Although, a procedural variance vs user error could not be ruled out as the likely cause of the reported adverse event. The patient impact is determined to be the change in surgical technique and the less than 30-minutes surgical delay. A visual inspection of the returned device found that it is not in its original packaging. The device was returned with the articulation bar for the top jaw fractured and the suture cartridge displaced. There is biological debris on the device and the lower jaw is intact. A functional evaluation could not be performed due to the device being broken. The complaint was confirmed, and the root cause was associated with component failure. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time.